Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), triggered an alert for left ventricular (lv) high out of range pace impedance measurement. No value was reported and clinician contacted technical services (ts). Ts noted zero lv noise on presenting electrogram, and suggested having patient complete a patient-initiated device interrogation the next day, as there is only a spreadsheet tool for shock impedance. There was no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), triggered an alert for left ventricular (lv) high out of range pace impedance measurement. No value was reported and clinician contacted technical services (ts). Ts noted zero lv noise on presenting electrogram, and suggested having patient complete a patient-initiated device interrogation the next day, as there is only a spreadsheet tool for shock impedance. There was no adverse patient effects reported. The device remains in service.